Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: during a procedure, the screwdriver broke while tightening the locking cap to the rod and 3d-head. The broken fragment was retrieved. The surgeon was able to use another device. Reportedly the patient was not impacted by this event and this event did not require additional medical treatment. The procedure was delayed by an unknown amount of time. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.